Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's lead was fractured and showing high impedance. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of kink/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.